Event description:
During a transbronchial biopsy performing a second biopsy the forceps broke, and half of jaw fell into the bronchial tree. Medical intervention was not successful in removing detached piece from patient's lung. There was no reported injury to the patient. To date no further procedures have been performed relating to this incident. The patient condition is fine.